Manufacturer narrative:
PMA/510k: this report is for an unknown nail insertion handles/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while inserting a titanium cannulated femoral nail, the surgeon hit the nail with the second most distal screw drill bit. Adjustments were made and the surgeon was able to place the screw successfully. The surgeon was leaning on the aiming arm causing it to bend and miss the nail. It is unknown if there was surgical delay reported. Patient status is unknown. This report involves one (1) unknown nail insertion handles. This is report 4 of 5 for (B)(4). This product complaint, (B)(4), is related to (B)(4).